Manufacturer narrative:
It was reported that a patient underwent placement of a trapease filter. The information provided indicated that the device subsequently malfunctioned and caused injuries and damages to the patient, including recurrent bilateral deep vein thrombosis (dvt) and inferior vena cava (ivc) filter thrombosis and has undergone several surgeries and has suffered life-threatening injuries and damages and requiring extensive medical care and treatment. The information received indicated that patient had undergone surgery for placement of a thrombolytic catheter and placement of an infusion catheter in order to unblock the ivc and that the patient became aware of the reported events in or about a year post implantation. The patient is also reported to have experienced anxiety. The indication for the device implant was a history of dvt. The procedural details of the implant or subsequent therapies have not been provided. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) associated with lot 17151543 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without post implant imaging or medical records, the reported clotting and thrombosis of the ivc and filter, could not be confirmed and could not be further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Describe event or problem: according to the medical records, the patient had a history of dvt. The following additional information received per the patient profile from (ppf) indicates that the patient became aware of the reported events in or about a year post implantation. The patient had blood clots, clotting and occlusion of the ivc. The patient also reports to have had undergone surgery for placement of a thrombolytic catheter and placement of an infusion catheter in order to unblock the ivc and to be suffering from anxiety. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease filter. The device subsequently, malfunctioned and caused injuries and damages to the patient, including recurrent bilateral deep vein thrombosis and inferior vena cava (ivc) filter thrombosis. Because of the malfunction, the patient has undergone several surgeries and has suffered life-threatening injuries and damages and required extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The trapease inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of your lower leg (calf), and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Factors that may have influenced the event include patient, pharmacological and lesion. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease filter. The device subsequently malfunctioned and caused injuries and damages to the patient, including recurrent bilateral deep vein thrombosis and inferior vena cava (ivc) filter thrombosis. Because of the malfunction, the patient has undergone several surgeries and has suffered life-threatening injuries and damages and required extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses.